Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call that they experienced change sensor alarm. The customer's blood glucose value was 248 mg/dl. The customer stated that the sensor calibration was not accepted and three arrows going up and down were out of touch. The customer stated that he also woke up with sensor reading of 40 mg/dl and it suspended during basal. The product was returned for analysis.